Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper on a bd syringe with safetyglide¿ needle was found melted prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the stopper on a bd syringe with safetyglide needle was found melted prior to use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the stopper on a bd syringe with safetyglide¿ needle was found melted prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one 1ml safetyglide syringe with needle attached was received inside an opened package, confirmed to be from batch # 6334571 (p/n 305903). Visual evaluation confirmed jammed stopper on one side of the plunger rod. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the evaluation performed, bd was able to confirm the customer¿s indicated failure. Investigation conclusion: potential root cause for jammed stopper defect is associated with the assembly process.